Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as cmplnt-001822960.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd893446 and gd893297 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. It was reported that the pt had an unspecified number of peritonitis episodes in the past. It was not reported if the pt was hospitalized for the event. Treatment and outcome were not reported. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.